Event description:
It was reported that the medication was pooling under skin and at times absorbed erratically. The customer stated that when changing the cannula the drug dripped from the skin for 30 minutes. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. No product was returned. If the product is returned, smiths medical will reopen this complaint for further investigation. No root cause could determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. No corrective actions are required since the complaint could not be confirmed since no samples or pictures were received for evaluation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).